Manufacturer narrative:
Pt's age and weight was requested but has not been provided to date. Date of event was requested, but to date, has not been provided. The device was reported as returning for investigation. To date, the device has not been received. A follow-up report will be submitted once the lot history is reviewed and the investigation is complete.

Event description:
During a subacromial decompression of the left shoulder using an ultravac 90 with integrated cable arthrowand, a portion of the arthrowand distal tip allegedly detached in the pt. The doctor had to make an additional incision in the pt's shoulder to remove the fragment. Reportedly, the procedure was completed with no pt injury, adverse effect to the pt, and no further incident.